Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate after loading a cartridge. Reportedly, the cartridge was filled with approximately 230 units of insulin, and the insulin gauge remained static at 100 units. Although requested by tandem technical support, the customer declined to perform troubleshooting to determine a cause of the reported issue. The customer's blood glucose level was 190 mg/dl.